Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension. Product ID: 3888q45, lot# va07lh6, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3888q45, lot# va07lh5, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3888q45, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3550-39, product type: accessory. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was inadequate pain relief. Interventions included explanting the device. The patient recovered without sequela.

Manufacturer narrative:
Upon return of the lead type 3888q45 lot number unknown analysis found that the lead had proximal end conductor broken. Conductor 8 and 0 was broken at the number 8 and 0 connector sleeve. The outer insulation was separated from butt joint on 12-15 lead. The system test of ins to end of leads was good. There was stable output on circuits 0-7, and 9 through 15, circuit 8 was open. Upon return of the implantable neurostimulator (ins) serial number (B)(4) found no significant anomaly. The ins was functionally okay with insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.